Event description:
It was reported that the physician called for review of consult data for this patient with a pacemaker system as there was a concern why it was not tracking off the atrial sense (as) post a premature ventricular contraction (pvc). It was noted that the field representative was instructed to turn off the rate response because the physician suspected it was interfering with telemetry. The field representative also increased post-ventricular atrial refractory period (pvarp) after testing retrograde and decreased the max tracking rate and ventricular tachycardia (vt) zone per physician request. Technical services reviewed the data and confirmed it was falling into pvarp and we don't want to track off of this. Additionally, there was a small atrial blip right before the pvc which could be undersened since the ra sensitivity is 1.0mv. Ts recommended measuring on the programmer and adjusting appropriately. At this time, the device remains in service. No adverse patient effects were reported.